Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection prior to use on a patient, the cuff did not inflate. It was indicated that there was no patient involvement.

Manufacturer narrative:
One sample was received for evaluation. The device history record (DHR) was reviewed and no discrepancies were found. The customer states: during inspection prior to use on a patient, the cuff did not inflate. In previous investigation were detected some sharp edges in the work table of the inflation station which could be a potential root cause of the tear in cuff detected in the sample received. As a corrective action the sharp edges were polished to eliminate them. The personnel involved with the cuff assembly, print rings and cuff bonding station, flare of proximal notch and tail assemble station and cuff inflated station were retraining to clarify the proper inflation/deflation inspection. Manufacturing process was reviewed and the below conditions were found: an inflation/deflation test was performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of 2 hours. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. All manufacturing controls were found acceptable and effective. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.